Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis with the helix retracted and clogged with dried blood. Visual and x-ray examination of the helix mechanism did not find any anomalies or any distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with dried blood.

Event description:
During an implant procedure, the helix of the right atrial (ra) lead was unable to extend. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.